Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl range, cause was unknown. Customer consumed carbohydrates to address additionally, it was reported that out of range issues occurred between the transmitter and pump. It was also reported that the pump was not delivering insulin as intended. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged low bg and insulin delivery issue could not be verified. Additionally, the alleged out of range issue was verified in the pump logs; however, no failure was identified.